Event description:
It was reported that an occlusion alarm had been triggered. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. ICU medical japan has received one repair request in the past one year. The most recent repair request was made on 2025-oct-17 (ro# (B)(4)). Visual and functional tests were performed, which did not confirm the reported complaint. Review of the device history log identified entries not related to the reported complaint and not contributory to the event.